Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the customer was hospitalized for a low blood glucose event. The patient's blood glucose at the time of incident was lower than 20 mg/dl. The emts arrived on the scene and administered an amp to the customer. The patient's current blood glucose was between 50 mg/dl and 120 mg/dl. The customer was admitted as an inpatient to the hospital. The husband did not know the perceived cause of the low blood glucose; however, he stated that the reservoir had 140-160 units of insulin at the beginning of the day and that there was only 40 units left in the reservoir by the time of the hypoglycemic event. Troubleshooting was initiated on the insulin pump and no apparent anomalies were found. The customer insisted on returning and replacing the insulin pump; however, the insulin pump has not been returned for analysis.